Manufacturer narrative:
Vyaire medical file identification: (B)(4). A third party service technician evaluated the ventilator, and found that the unit does not meet the 30k requirement ,and replaced flow valve, motor board, 02 blender, turbine manifold, internal battery, fan assy, and tube kit. The reported event turbine does not rotate was able to identify, and the turbine manifold was replaced. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the turbine did not rotate on lap top ventilator 1200. At this time, there is no information regarding patient involvement associated with the reported event.